Event description:
A paramedic from our customer reported to us that during unloading the cot form the ambulance he observed that the front legs did not swing out. Moreover he reported that the green button at the foot end jammed. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Customer evaluated unit. Results - green lever.